Manufacturer narrative:
Evaluation of the instrument confirmed that a piece of the wire loop has broken off the distal end; it's possible it was compromised by mechanical force; we cannot confirm.

Event description:
Allegedly, during a cystoscopy procedure the doctor noted that a piece of the loop broke during the procedure and fell into the patient's bladder. The instrument was replaced and the piece was immediately removed. The procedure was completed with no delay and the hospital reported there was no injury to the patient.